Manufacturer narrative:
The issue was resolved through troubleshooting with olympus technical support via the phone. Upon rebooting the 3rd party computer, the issue was resolved. Based on the available information, the likely cause is attributable to the non-olympus equipment.

Event description:
A user facility reported to olympus that the monitor image was green. There was no patient injury or harm, associated with the problem, reported to olympus.